Manufacturer narrative:
The service evaluation confirmed the customers reported issue as a visual inspected found the cable unit was buckled/deformed. Additionally, a no image defect was identified due to a defective cable unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus (okr) field service engineer was informed that the customer 4k camera head was returned to olympus service/repair for a reported ¿tube is folded¿. The problem was found during preparation for use. There was no delay as another similar camera was used. The scheduled diagnostic procedure was completed without issue. No death, injury or harm was reported. Upon inspecting and testing, a no image defect was identified due to a defective cable unit. This report is being submitted to capture the no image defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image was not displayed and a communication failure occurred due to faulty cable. It¿s probable the faulty cable occurred because the cable was folded and bent. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.